Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was unsuccessfully implanted due to the helix would not extend after several attempts to reposition. This lead was never in service. No adverse patient effects were reported.